Event description:
It was observed during the device inspection, that the tracheal intubation fiberscope connecting tube has coating peeling. (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction is likely that the defect was caused by the stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use which state:¿ chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope. Olympus will continue to monitor field performance for this device.